Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Did the surgeon wait 15 seconds prior to firing device? Were there calcifications within the renal artery? Were clips used in the area of stapler use? Was the device difficult to close? Were any unusual sounds heard during firing of device? Were there any movement of vessels within the jaws during firing? What color reloads were used? Did the device completely cut? What is meant by did not staple? Were any staples visible in surgical field? If so, please describe shape. How did the vascular surgeon repair the vessel? What was the approximate blood loss? Was a transfusion required? Has the cause of death been determined?

Event description:
It was reported that during a robotic assisted nephrectomy procedure, the device was fired on the renal vein and it fired fine. The next firing, with a vascular reload, the device was fired on the renal artery and the device cut but did not staple. A vascular surgeon was called in to the case to help repair the vessel. It is unknown how the procedure was completed. The patient later expired in the intensive care unit.